Event description:
It was reported that stent foreshortening occurred. The target lesion was located in the left anterior descending (lad) artery. Predilatation was performed. A 3.50x38mm promus element¿ plus was selected and implanted to treat the lesion. Post dilatation was performed. A final shot was taken; however, it was noted that the proximal part of the stent appeared to be foreshortened. An unspecified stent was advanced to adequately cover the lesion after recrossing the foreshortened stent. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).